Event description:
The pt reports pt received a j & j total knee. During event month pt rec'd a second surgery for pain and infection. The surgeon discovered a broken tib insert and pt was taken to a nursing home for several weeks without any knee joint. Pt subsequently rec'd a second total knee on an unknown date in 2000.